Manufacturer narrative:
Patient identifier, patient age and patient weight were not provided. The item and serial number were not provided, however the installed base for the facility includes 5 units, all 16-02-85. The serial numbers for these 5 units are: (B)(4). The manufacture dates for the 5 units owned by the facility are: (B)(4): 12/03/2007. (B)(4) : 24/10/2007. (B)(4): 04/11/2008. (B)(4): 25/01/2010. (B)(4): 08/04/2014. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of sorin group (B)(4). On september 12, 2016, sorin group (B)(4) received a user medwatch report (B)(4) stating that mycobacterium avium complex was isolated from an intraoperative afb culture taken from a sternal wound of a patient. The patient had undergone three open-heart surgery procedures, each of which involved the use of a sorin heater-cooler system 3tdevice. The organism isolated in the culture was further identified as mycobacterium chimaera. At this time, the facility is unable to confirm that the m. Chimaera infection is directly related to the use of the sorin heater-cooler device. Multiple attempts have been made to contact the customer regarding previous similar complaints. On (B)(6) 2016, the customer stated that, due to ongoing litigation, they are unable to provide further information regarding events related to patient infections involving a sorin heater-cooler. The customer stated that any additional information would need to be conducted through legal counsel. Further investigation could not be performed. As no information has been provided regarding the involved unit, a root cause could not be determined. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU),

Event description:
On september 12, 2016, sorin group (B)(4) received a user medwatch report (B)(4) stating that mycobacterium avium complex was isolated from an intraoperative afb culture taken from a sternal wound of a patient. The patient had undergone three open-heart surgery procedures, each of which involved the use of a sorin heater-cooler system 3tdevice. The organism isolated in the culture was further identified as mycobacterium chimaera. At this time, the facility is unable to confirm that the m. Chimaera infection is directly related to the use of the sorin heater-cooler device.